Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 103 months ago. Aneurysm and vessel morphology were not reported. It was reported that the supra-renal stent was completely separated from the fabric of the top of the bifurcated stent graft and the only thing holding it was the connecting bar. The stent graft has migrated. The physician implanted a talent aortic cuff proximally to reline the proximal portion of the bifurcated stent graft. No clinical sequelae were reported, and the pt is fine.

Event description:
Talent abdominal stent graft system.

Event description:
Additional information was received for this case. Currently the vessel morphology was reported as the aortic neck is 28 mm in diameter and 15 mm in length with severe aortic neck angulation greater than 70 degree. It was reported that on an unknown date the endurant cuff separated from the main body. There was no reported action or intervention taken. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; severe aortic neck angulation). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; severe aortic neck angulation)). (B)(4).

Manufacturer narrative:
(B)(4). Evaluation, results: (migration); lack of info (unk cause of stent fracture, and details of the event were not provided). Conclusion: lack of info (unk cause of stent fracture, no films or details of the event provided).